Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer has been having issues with the battery and unexpected restart alarms. Customer's blood glucose was 237 mg/dl. Unexpected restart, external ram crc error, no delivery, and low reservoir alarms noted in the alarm history. Temporary basal was not programmed before the alarm occurring. The device was not stored or not is use for an extended period of time. Alarm reoccurs during normal use. The doctor was advised the customer may continue to use the device but monitor it closely until a replacement device arrives. No further information reported.